Event description:
It was reported that the probe took two good samples throughout a full clock loop, then wouldn't retrieve any additional samples. The customer tried a second probe and encountered the same lack of samples from the probe. The pt was transferred to the or for a conversion to open to attain the needed samples. There was no pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.